Manufacturer narrative:
An abnormality has been confirmed in the ccd, the phenomenon can be attributed to a failure of the ccd unit. At the same time, the cable has been twisted, so it is highly likely that it was an error caused by user handling. The instructions for use states-. ·do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable. DHR review was performed and no non-conformances that would cause the reported malfunction were noted. No further information was reported.

Manufacturer narrative:
Device has been returned for evaluation. Based on the evaluation results, the customer¿s complaint was confirmed. Damage was found on the charge-coupled device and kinks on cable confirming the intermittent image issue. The most likely cause could not be determined.

Event description:
The customer reported to olympus that during a diagnostic procedure the image would intermittently appear. The intended procedure was completed using a different camera. There was no patient injury reported.